Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1flwy, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-mar-2021, UDI#: (B)(4). Note: see MFR. Report #: 3004209178-2021-08236 for the report of the 'other' broken lead ("already two broken leads"). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there were already two broken leads in the patient. That was all the information the representative had.